Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance using the deivce is affected.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by minute device mobility appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance using the device is affected. The user lost his audio processor and has been unable to confirm if the programming changes from (B)(6) 2021 were helpful. The clinic has loaned him an audio processor, and the plan was to see the user in one month for repeating testing. Revision surgery is planned but no date has been scheduled yet.

Event description:
The hearing performance using the device is affected. The user lost his audio processor and has been unable to confirm if the programming changes from (B)(6) 2021 were helpful. The clinic has loaned him an audio processor, and the plan was to see the user in one month for repeating testing. A revision surgery is being considered and will be further addressed at the time of the next appointment. However, the user did not show up at the appointment on (B)(6) 2021 and now a new date for the appointment has been scheduled for (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show several channels fluctuating in and out of hi and short circuit status, which is most likely related to a damage to the active electrode caused by device minute mobility. The recipient was re-fitted and will be monitored by the clinic.

Event description:
The hearing performance using the device was affected. The recipient was re-implanted. Imaging confirmed a full insertion of the new device.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.